Event description:
It was reported by service report that the bottom cover over the foot end lift was hanging exposing circuitry. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Lift motor cover plastic material became brittle.